Event description:
On (B)(6) 2011 pt reported the down arrow button on the infusion device stopped working on (B)(6) 2011. Verified this was the button closest to the infusion cartridge. Pt stated the button does pop back when pressed. Pt reported there was no audible sound upon pressing the button. Pt is currently using his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.